Manufacturer narrative:
The serial number provided was not valid, so it is not possible to determine the MFR date.

Event description:
The customer stated her contour next link meter was not functioning properly with the insulin pump and she ended up in the hosp due to the fact she was not getting insulin. Her blood glucose was 800 mg/dl. Further info about the event was not provided. Customer's meter was not charged at the time of the call. She agreed to call back for further troubleshooting. No product is expected to be returned at this time.